Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2021-00207. A physician reported a certas plus valve (828814pl) and bactiseal catheters were implanted in a patient via a ventricular peritoneal shunt almost 2 months ago. The patient presented to the hospital with symptomatic obstruction and was admitted to the intensive care unit with hydrocephalus and subsequently had an external ventriculostomy drain placed. The patient was taken to the operating room on april 19, 2021 for a revision surgery because the valve was not working. Upon opening, the physician discovered that there was a clog in the valve¿s reservoir; therefore, the physician replaced the valve. The patient is ¿fine.¿

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. UDI - (B)(4). The bactiseal catheter was not returned for evaluation (discarded by customer) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.